Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been opened.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set leaked blood from the hose during a blood draw. There was no serious injury or medical intervention reported.